Event description:
It was reported that the customer received an auto-off alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was impacted 250 mg/dl. The customer last had interaction with the pump before going to bed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.